Event description:
Walkmed 350vl leaked 5fu at some point during the 48 hour period the patient had it. She returned to the clinic for disconnect on (B)(6) and at that time it was noticed that white powder was on the outside of her bag. The nurse opened the bag and found white powder and liquid inside, as well as several areas of crystallization. The pump was running fine, it stated all the drug had infused and the IV bag was empty. There were no apparent problems. The pharmacy was notified and examined the entire setup. They could not find any leaks, cracks or breaks anywhere. The following day the pharmacy took the setup apart to see if they could replicate a leak. They could not nor did they find anything to look incorrect. Unclear as to how much drug the patient actually received. The provider was notified. Patient was instructed on proper laundering of clothing since a small amount of white powder were on her slacks; the bag was sitting on her lap while she was here.